Manufacturer narrative:
The returned product was evaluated by co. A large gash was seen in the upper valve siphon control membrane as well as in the silicone casing surrounding the valve siphon control membrane. The valve was checked for patency by depressing the dome several times. A small amount of fluid appeared where the gash was observed on the upper valve siphon control membrane. The damage to the returned product was most likely sustained as a result of the pt fall.

Event description:
Pt fell three weeks before surgery on 12/6/96. She hit the front of her head and slowly deteriorated. She was admitted for bilateral subdural which showed on CT scan. The valve wa replaced, which dr said leaked.